Manufacturer narrative:
An internal biomérieux investigation was completed. The customer no longer had the strain, so it could not be submitted for investigational testing. Submittal of the isolates is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the strains could not be submitted for investigational purposes, no additional investigation could be completed. Ast-gp67 lot 1321130103 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in the united states notified biomérieux of obtaining a false positive cefoxitin screen when testing a staphylococcus aureus patient isolate with the vitek® 2 ast-gp67 test kit (reference # 22226, lot # 1321130103). The customer was trying to validate the ast-gp75 card and received conflicting results. Ast-gp67 card: oxacillin mic = 2 susceptible, cefoxitin screen = positive, set up from original culture. Ast-gp75 card: oxacillin mic <= 0.25, cefoxitin screen = negative, set up from purity plate. Repeat testing of the ast-gp67 card: oxacillin mic = 2 susceptible, cefoxitin screen = negative. There is no indication or report from the hospital that the discrepant result led to any adverse event related to the patient's state of health.